Manufacturer narrative:
Device received with button error alarm and had unresponsive all buttons due to moisture damaged electronic assembly. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery our limit alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons are stuck. Customer's blood glucose value was unknown. Customer stated that they observe time clock for one minute to verify if time advances. The customer was assisted with troubleshooting. Customer stated that they went swimming and then insulin pump was no longer working. Customer stated that the buttons are still unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.